Event description:
It was reported that this inflatable penile prosthesis could not be inflated following the first pump. The patient was instructed by the clinic on proper techniques to inflate the device and to reset the valve. The patient plans to follow up with the physician if the techniques are not successful. No patient complications were reported.